Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-aug-2024 by a nurse practitioner concerning a 30-year-old female patient. Additional information was received on 30-aug-2024 from the same reporter. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received treatment with unspecified toxins and fillers and botox treatment on (B)(6) 2019 by the reporting hcp. On (B)(6) 2024, the patient received treatment with restylane nos to under eyes and lips (unknown amount, lot number, injection technique and needle type). After treatment, in 2024, the patient experienced the hard nodules/lumps (implant site nodule) on the face and suspected on anterior cheeks as well. On (B)(6) 2024, the patient experienced facial swelling/edema (implant site oedema) and went to urgent care. The patient was prescribed with prednisone [prednisone] and the swelling had resolved. Either on (B)(6) 2024 or (B)(6) 2024, the patient again experienced facial swelling and was treated at urgent care with a second course of prednisone. On (B)(6) 2024, the patient was seen by the repotting hcp for treatment and was prescribed a 10-day course of doxycycline [doxycycline] in addition to the prednisone, and the patient improved slightly. On (B)(6) 2024, the patient was treated with hylenex by the reporting hcp for nodules, and another 5 days of prednisone. On (B)(6) 2024, the patient was seen for a follow up visit, and she had experienced substantial swelling, painful/tenderness (implant site pain) hard nodules, and global inflammation (implant site inflammation) of her whole face. The patient was prescribed 10 days of doxycycline, clarithromycin [clarithromycin] and a 60 mg prednisone taper. She was additionally taking allegra otc [fexofenadine hydrochloride]. The patient reported improvement in the swelling, but the nodules did not resolve. On (B)(6) 2024, the patient was seen in the hcp's office, and they treated her with more hylenex. She was in 3 days post treatment of the medications, and her face was completely swollen, and no additional treatment was provided. The hcp stated she has referred the patient to general hospital, and the patient would be seeking legal counseling. The hcp additionally reported that she does not think she was dealing with FDA approved restylane and has grave concerns restylane might be a counterfeit product (suspected counterfeit product). As per reporter, it was discovered that the patient was injected by an unlicensed practitioner in the current state. Outcome at the time of the report: hard nodules/lumps was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Painful/tenderness was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Restylane might be a counterfeit product was recovered/resolved.

Manufacturer narrative:
Company comment: the serious events of inflammation, oedema, nodule at implant site and the non-serious event of pain at implant were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Potential root cause includes the treatment procedure. A potential counterfeit restylane product was suspected by the reporter. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The lot number was not reported, and the product could not be verified. A counterfeit product was suspected and a follow-up on the product brand name and lot number will be performed to confirm the product and rule out a non-conforming product. The galderma antipiracy and qa department has been contacted for further investigations and potential actions concerning the potential counterfeit product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed pv investigations. Further investigations of the potential counterfeit product and the need for any CAPA actions is handled and documented by qa and the antipiracy departments.

Manufacturer narrative:
Company comment: the serious events of inflammation, oedema, nodule at implant site and the non-serious event of pain at implant were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Potential root cause includes the treatment procedure. A potential counterfeit restylane product was suspected by the reporter. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The lot number was not reported, and the product could not be verified. A counterfeit product was suspected and a follow-up on the product brand name and lot number was performed to confirm the product and rule out a non-conforming product. The galderma antipiracy and qa department was also contacted for further investigations and potential actions concerning the potential counterfeit product. Follow-up efforts to obtain the lot number and additional information were unsuccessful. The investigations performed are considered adequate, and no further investigations will be conducted until additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed pv investigations. Further investigations of the potential counterfeit product and the need for any CAPA actions is handled and documented by qa and the antipiracy departments.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a nurse practitioner concerning a 30-year-old female patient. Additional information was received on (B)(6) 2024 from the same reporter. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received treatment with unspecified toxins and fillers and botox treatment on (B)(6) 2019 by the reporting hcp. On (B)(6) 2024, the patient received treatment with restylane nos to under eyes and lips (unknown amount, lot number, injection technique and needle type). After treatment, in 2024, the patient experienced the hard nodules/lumps (implant site nodule) on the face and suspected on anterior cheeks as well. On (B)(6) 2024, the patient experienced facial swelling/edema (implant site oedema) and went to urgent care. The patient was prescribed with prednisone [prednisone] and the swelling had resolved. Either on (B)(6) 2024, the patient again experienced facial swelling and was treated at urgent care with a second course of prednisone. On (B)(6) 2024, the patient was seen by the repotting hcp for treatment and was prescribed a 10-day course of doxycycline [doxycycline] in addition to the prednisone, and the patient improved slightly. On (B)(6) 2024, the patient was treated with hylenex by the reporting hcp for nodules, and another 5 days of prednisone. On (B)(6) 2024, the patient was seen for a follow up visit, and she had experienced substantial swelling, painful/tenderness (implant site pain) hard nodules, and global inflammation (implant site inflammation) of her whole face. The patient was prescribed 10 days of doxycycline, clarithromycin [clarithromycin] and a 60 mg prednisone taper. She was additionally taking allegra otc [fexofenadine hydrochloride]. The patient reported improvement in the swelling, but the nodules did not resolve. On (B)(6) 2024, the patient was seen in the hcp's office, and they treated her with more hylenex. She was in 3 days post treatment of the medications, and her face was completely swollen, and no additional treatment was provided. The hcp stated she has referred the patient to (B)(6) hospital, and the patient would be seeking legal counseling. The hcp additionally reported that she does not think she was dealing with FDA approved restylane and has grave concerns restylane might be a counterfeit product (suspected counterfeit product). As per reporter, it was discovered that the patient was injected by an unlicensed practitioner in the current state. Outcome at the time of the report: hard nodules/lumps was not recovered/not resolved/ongoing. Swelling/edema was not recovered/not resolved/ongoing. Painful/tenderness was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Restylane might be a counterfeit product was recovered/resolved. Tracking list: v.1 initial v.2 follow-up attempt was made with the reporter without receiving a response. Case version created to submit final report.